Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found the lens optic and one haptic torn. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation o the returned product, a specific root cause of the event could not be determined. It should be noted that the I njector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone plate lens but the iol tore as it was pushed through the injector and cartridge. The lens was removed with no pt injury. A backup lens was implanted. The pt's prognosis is good.